Event description:
It was reported that the patient underwent surgery for implant of an artificial cervical disc at c5-c6. During implant, the superior portion of the implant would not stay connected to the implant holder. Two instruments were used and the implant continued to disconnect. The surgeon was unable to use the implant. No patient complications were reported.

Manufacturer narrative:
(B)(4): analysis of the returned device is pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Functional evaluation of the returned implant with a sample implant holder confirms the issue with the sample holder retention of the superior component. Additional evaluation of returned 6mm implant with two evaluation sample holders replicated complaint issue regarding retention of upper implant component. Tolerance stack analysis of holder and implant confirmed potential for interference between upper component of the implant and the holder.